Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that the patient underwent the open reduction internal fixation for maniphalanx. The surgery was completed successfully without any surgical delay. It was found that the tip of screwdriver was deformed at the time of return to the agency. This report is for a scrdriver shaft 1.3/1.5 t4 self-holding. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: this complaint involves one (1) device. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the scrdriver shaft 1.3/1.5 t4 self-holding was found to be broken from the tip, fragment is not included in the evidence provided. The rest of the tip is twisted. A dimensional inspection for the scrdriver shaft 1.3/1.5 t4 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: device history review: manufacturing location: supplier-(B)(4), manufacturing date: 02-jun-2021, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 83p0298 (non-sterile), lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.